Event description:
It was reported that there was inappropriate therapy delivered a few hours after device implant. Oversensing and high ventricular impedance were observed. The device was explanted and the lead reused. No further patient complications were reported as a result of this event.